Event description:
It was reported that the patient experienced back pain due to a fall and the lead incision site is still not being closed. Inadequate stimulation was also reported. The patient was sent to the emergency departed and was prescribed an antibiotic.